Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their controller was blank/unresponsive since over the weekend. Patient service specialist helped the patient perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. The troubleshooting steps that were taken on the call resolved the issue. Patient service specialist reviewed the external equipment was functioning as intended. Pt called back saying controller was charged, but still got implant battery empty screen. Patient said this was the screen they kept seeing all weekend before the controller eventually went unresponsive. Patient mentioned they thought their implant battery depleted faster since friday, but they weren't able to charge due to the blank controller, so they were in pain. Agent had patient start a recharge session during the call and patient was able to start recharging on excellent right away (controller 100%, implant red). Agent reviewed charging seemed to be working during the call and reviewed to continue charging, then turn stim back on.